Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that colonovideoscope experienced an e226 error. The event occurred during a diagnostic colonoscopy. The procedure was completed with an olympus back-up device with an unspecified procedural delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code b30 (with no image) occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is presumed the likely the cause of the malfunctions is traced to component failure from corrosion on scope connector unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.